Manufacturer narrative:
Visual inspection confirmed the reported complaint. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by smith & nephew. Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the blade broke inside the patient. The broken piece was successfully removed with graspers. A backup device was utilized to complete the procedure. No patient injury or complications were reported.